Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in lens vial. Visual inspection found the lens haptics torn, with a piece missing. (B)(4)

Manufacturer narrative:
(B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -10.5 diopter, in the patients right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2018 due to vaulting and to prevent cataract formation. The lens was replaced with a longer lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.